Event description:
It was reported that bd alaris smartsite texium secondary set was defective the following information was received by the initial reporter with the following verbatim. It was reported by customer that the roller clamp is attached upside down.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the roller clamp is upside down, and returned 2 samples of material 10013364t, lot 24109021. Upon initial visual examination, the sets verified the failure of opposite facing roller clamps. In both samples the roller clamp was in the wrong orientation, and the manufacturing plant was contacted about the failure. The manufacturing plant found the root cause for the misassembly of clamp to be related to failure to follow correct instructions by the assembler. A quality plan was issued by the plant on 10mar2025 which rotates the sku out of scope and production at this site and moves production to another site. The new site will continue to track and trend for failures. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.